Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
A report received from the USA stated that the device had an intermittent operation. It is known that the device was being used during surgery. It is also known that there were no patient or use injury; however, it is unknown if there was any medical intervention or surgical delay related to the event. There was no additional information available.